Manufacturer narrative:
(B)(4). Approximate age of device- 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted after the patient reported increase in powers and flows. The patient presented with heart palpitations and headaches. Upon interrogation, it was reported that the patient experience powers as high as 10 watts but having increasing occurrences of suction events. The patient¿s lactate dehydrogenase (ldh) has remained stable and returned to baseline. A ramp echocardiogram was negative. Patient is being monitored. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the report that the patient's lactate dehydrogenase (ldh) was slightly above baseline could not conclusively be determined through this evaluation. Additionally, a correlation between the device and the report of heart palpitations and headaches could not be determined. Review of the submitted system controller log file confirmed the report of elevated power and flow; however, a specific cause for these findings could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.